Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. The caller indicated that they had an MRI in towards the middle of the year and they shut the stimulator off for the MRI. At the end of october, the caller had a knee replacement and they turned the device off for that as well. The caller reports that they have no control of their bladder now. They have gone through all the programs and adjusted it up and down, but they are not getting relief on any of them. They don't even feel the urge, it's just a downflow of urine. They are having to wear depends now. The issue has been going on since after the MRI, but it was not as bad before, but now it's worse. Redirected patient to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.